Event description:
The hcp reported the pt presented on 10/21/2002 with signs of an infection of the device pocket. These included redness, swelling, drainage, pain, and incisional wound opening. A culture of the csf was negative for organism growth. The pt was treated with both IV and oral antibiotics and total device system explant. The infection resolved and there was no drug withdrawal.